Manufacturer narrative:
This lead was returned for anlaysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was removed and replaced due to high pacing impedances greater than 2,000 ohms recently observed during a recent device implant procedure. During the procedure it was also noted that the out of range measurements were also detected when the lead was connected to the device and pacing system analyzer (psa). A new lead was successfully implanted and the procedure was completed without any complications. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.